Manufacturer narrative:
(B)(4). Implant: (B)(6) 2015. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02866.

Event description:
It was reported that patient was revised due to tibial loosening. During the procedure it was noticed that the articular surface showed signs of wear. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products- medical product-psn asf mlc 10mm ve r 10-12 gh catalog#: 42522601010 lot#: 62628467. Complaint picture were received, however a picture of the tibial tray was not included, so tibial loosening could not be confirmed. The device was not returned for evaluation. Visual evaluation of the provided pictures shows that the superior side of the articular surface has scratches and gouges. Anterior side of device was not pictured. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was revised due to tibial loosening. During the procedure it was noticed that the articular surface showed signs of wear. Osteolysis and medial bone loss were also noted. Attempts have been made and additional information on the reported event is unavailable.